Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to stay close. A field service engineer (fse) identified that the main drawer was not being detected as closed and was not opening when prompted. The fse found a broken spring on the solenoid plunger and replaced it; however, the issue persisted. The fse then observed that an indicator on the pyxis bus control board was not active, replaced the latch sensor and associated cable, and restored proper functionality with the indicator turning active. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer popped error message, did not open and attempts to recover the drawer and reboot the station were unsuccessful. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.